Event description:
Intra-aortic balloon catheter ruptured. Pt did not have immediate hemodynamic changes. The physician removed the catheter and reinserted intra-aortic balloon catheter. Pt was closely monitored and remained fairly stable during this event. 1105: vital signs: heart rate 112, resistance 10, arterial blood pressure 75/38 oxygen saturation o2 99%. 1150: vital signs: heart rate 112, respirations-10, blood pressure 74/38, oxygen saturation 99%. 1200: vital signs: heart rate 113, respirations-10, blood pressure 90/43.